Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube biological/nonbiological, no label or missing label information, and air bubbles in gel. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes (B)(4) from lot 0252744: fm in gel ×46, defective marking ×2, dirty cap ×5, spot in tube ×4, dirty tube ×5, air bubbles ×24.